Event description:
It was reported that the pts hearing performance has deteriorated. The pt hears burst sound at least once a month over the past 3 months. No accident or trauma in known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.